Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited noise over-sensing. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Event description:
New information indicates that the patient presented for follow-up at the clinic in 2021. Device interrogation at that time revealed noise oversensing on the right atrial (ra) lead, resulting in inappropriate mode switching (ams) and pacing inhibition.